Manufacturer narrative:
Findings: pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. Unit had cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that the device was exposed to sweat. The customer reported that the moisture exposure of the device occurred at the band practice. The customer stated that there is scratches on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced. The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 208 mg/dl. The customer was at band practice sweating and they can see moisture under the screen. Customer gave herself a shot. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.